Manufacturer narrative:
Implant package was returned for inspection. Visual inspection revealed that the product is not in the packaging. The seal of the vial is broken. There was no evidence of any damage or malfunction observed. The complaint does not allege a failure that can be tested. No additional testing was performed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. No additional complaints have been initiated against this lot for a similar event. Additionally, the DHR review did not provide any indication of a manufacturing deviation that would contribute to this event. The lot was inspected and accepted by qa per procedure. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. A root cause cannot be determined. UDI# (B)(4).

Manufacturer narrative:
Product returned was empty package. Additional 510k codes: k011028, k013227.

Event description:
It was reported that when the dentist opened the box the vial was empty. The implant was missing. A new implant was place on the same surgery.